Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage except for contamination. Functional testing found a leak is observed in the valve disc. The root cause of the reported issue was found to be lack of adhesive during bonding assembly. An awareness notification was conducted by the quality engineer on (B)(6) 2023 to the production personnel to explain the importance of adherence in the procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that during the use of the product, leakage of fluid from it was observed. No patient injury reported.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.